Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3 valve. As reported, during deployment, the user did not pull the pusher back. The 1st 29mm s3 valve was pushed more ventricular. A second 29mm sapien 3 valve was prepped and second valve deployed successfully without any complications. No patient injury. The patient was in stable condition and discharged. The initial reporter did not allege that any edwards devices were deficient in some way. There were no valve alignment difficulties. The root cause of the user not pulling the pusher back, was user mistake, forgot to pull the pusher back.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. As reported, ''a patient underwent transfemoral tavr with a 29mm sapien 3 valve...during deployment, the user did not pull the pusher back. The 1st 29mm s3 valve was pushed more ventricular. A second 29mm sapien 3 valve was prepped and second valve deployed successfully without any complications... The initial reporter did not allege that any edwards devices were deficient in some way. There were no valve alignment difficulties. The root cause of the user not pulling the pusher back, was user mistake, forgot to pull the pusher back.'' Per the instructions for use (IFU ), valve malposition is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, it was reported that the user forgot to retract the flex catheter prior to valve deployment. If the flex catheter is not retracted off the inflation balloon, this may prevent the balloon from fully inflating during thv deployment, leading to the thv to be inaccurately positioned. It is likely that the failure to retract the flex catheter by the user in this case resulted in the thv being deployed too ventricular as reported. As such, available information suggests that user error (failure to retract flex tip prior to valve deployment) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.